Event description:
It was reported that during the procedure to replace the implantable cardioverter defibrillator (ICD) for normal battery depletion, the right ventricular (rv) lead showed "at least three areas" of insulation that were "compromised." Attempts were made to "fix" the lead to no avail, and subsequently the lead was then cut and capped. The lead was replaced. The partial lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 7288 implantable cardioverter defibrillator (ICD) implanted: 2007-(B)(6), explanted: 2013-(B)(6). Product event summary: the proximal segment of the lead was returned, analyzed no anomalies were found, the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) and visual summary analysis of the lead indicated apparent explant damage.